Event description:
It was reported that a tlc55 was used during a video assisted thoracic surgery. It was reported by the affiliate that on the second firing, a piece of plastic (tip) fell from the device into the pt. The piece was retrieved from the pt.